Manufacturer narrative:
The sample has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. (B)(4).

Event description:
A leak was observed at the connection between the female luer lock and tubing during patient use. The leak was observed when saline was injected. Detailed information including patient's condition is under investigation and will be reported later. There was no patient injury or medical intervention.